Event description:
It was reported that the patients ipg was very superficial under the skin and was causing discomfort and pain. It was noted that the patient has been losing weight. The patient underwent a revision procedure wherein the ipg was replaced and repositioned slightly higher and deeper into a fattier area. The patient was doing well postoperatively. The explanted ipg was not returned due to hospital policy.

Manufacturer narrative:
Exact date unknown, event occurred over the past several months from the date the manufacturer became aware of the event.